Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm when the customer was trying to bolus. Customer's blood glucose was 406 mg/dl. Customer reported that he was unable to exit the rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and during prime test due to faulty force sensor resistor. Unable to perform occlusion test and no delivery test due to a33 alarm however, the insulin pump passed displacement test. The insulin pump was received with minor scratched display window, cracked case at the display window corners and broken reservoir tube lip.